Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. Sensor passed per specification. The sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter, and placed it in 100 bts solution. The confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. The second sensor was found broken with missing parts. Unable to confirm if customer received sensor damage due to customer returned opened/used. Unable to confirm adhesive anomaly on opened/used sensor.

Event description:
The customer reported via phone call that he had issues with the last two sensors not sticking. Customer's blood glucose level was 250 mg/dl. He received two calibration errors and a change sensor alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.